Event description:
This lead was capped and replaced because the pt received 38 inappropriate shocks due to noise. The impedance readings were greater than 3000 ohms and non capture was noted. Should additional information be received, this file will be updated.